Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. The blood glucose reading ranged from 450 mg/dl. Customer's blood glucose value was 215 mg/dl. The customer treated their high blood glucose with insulin pump bolus and manual injections. During troubleshooting, the infusion set had a bent cannula when removed. No harm requiring medical intervention was reported. The pump will not be returned for analysis.